Manufacturer narrative:
Updated fields: UDI - (B)(4). The icp express monitor was returned for evaluation: DHR - unit met all manufacturing quality testing/inspection specifications at the time of distribution. Failure analysis - no visible damage to the sensor, catheter, or connector was noted during the review. The unit passed electronic, noise, and signal drift functional testing. Based on the analysis conducted, the complaint could not be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
(B)(4). The manufacturing date is unknown because serial number provided in not valid, and the expiration date is n/a. A DHR review could not be performed as the serial number was not provided for the icp express monitor unit. Therefore, it cannot be determined if the manufacturing process led to this reported complaint. The icp express monitor was not returned for evaluation; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
1 of 2 reports. Other mfg report number: 1226348-2020-00310. A physician reported that on (B)(6) 2020 (one week after icp sensor placement) the valve was showing a value of 500mmhg on the icp express. The icp sensor was pulled 1cm, but the value only decreased to 300 mmhg, it did not become 0 even if the icp sensor was pulled out, it only decreased to 260 mmhg. On (B)(6) 2020, the icp sensor and icp express were checked. However, it did not become 0, when the icp sensor and icp express were connected. The physician suspected of both icp sensor and icp express failure. Therefore, the sensor was removed, and the monitoring was discontinued after removal.